Event description:
It was reported the cs150 was used during a right colectomy. It was reported as the doctor began to use the device a high pitch noise and less tissue effects were achieved. A second cs150 was opened and the same thing happened. A third cs150 was opened to complete the case and worked fine. There was no consequence to the pt.

Manufacturer narrative:
H6:code 100 and 400: clamp arm bent. Visual inspections & results: evidence of debris in threaded area no, external damage to blade sheath no, external damage to lcs/cs housing no, external physical damage no. Functional tests & results: blade not energize/cut correctly no, lcs/cs jaw not open/close correctly yes, lcs/cs not rotate/latch correctly no. Analysis conclusion: based on the inquiry info received, the visual and functional testing, it was found that the clamp arm was slightly bent on both cs150s. This may have caused the reported high pitch noise. No conclusion could be reached as to what may have caused the clamp arms to be slightly bent. The mfg site has been made aware of this incident.